Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 6/3/2026 the patient was not feeling well and had multiple medical conditions, he didn¿t immediately suspect that his diabetes was the cause. It seemed more like he was coming down with an illness, especially since he felt cold and weak. However, the patient took a bg reading which was 600 mg/dl, while his dexcom reading was 113 mg/dl. On (B)(6) 2026 the first went to urgent care, where they listened to his heartbeat and noted that his blood pressure was high, but they did not check his blood glucose. He then went to the hospital across the street, with his wife driving him to the emergency room, without the need for paramedics. Later, clarity data confirmed that his blood glucose levels had been severely elevated. At the hospital, he was treated with both fast-acting and long-acting insulin and was given IV fluids for hydration. They also administered insulin manually and replaced his device with a new dexcom g7. After these interventions, his condition improved quickly. On 6/12/2026, he had stabilized and was able to manage his condition on his own. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e2301 alteration in body temperature/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.